Manufacturer narrative:
Section h6: additional information. Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported cardiac arrest could not conclusively be established through this evaluation. The reported low flow alarms could not be confirmed as no log file was provided for review. The heartmate 3 lvas instructions for use (IFU) lists the adverse events that may be associated with the use of the heartmate 3 lvas, including death. The IFU states that the low flow hazard alarm will be triggered when pump flow is less than 2.5 liters per minute (lpm) and explains that changes in patient conditions can result in low flow. This IFU, as well as the patient handbook, describes all system alarms and the recommended actions associated with them. The relevant sections of the device history records for (B)(6), were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on (B)(6) 2020. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient went into cardiac arrest at home. Emergency medical services (ems) was called and found the patient in asystole. The patient was transported to the emergency department (ed) with advanced cardiovascular life support (acls). The patient was pronounced in the ed. It was additionally reported that the patient's controller was alarming for low flow when ems arrived for this unwitnessed arrest. It is unknown if the death was device related. Similarly, it is unknown if the device operated as expected. The family opted to not perform an autopsy.